Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving gablofen (concentration 2000 mcg/ml, dose 400 mcg/day) via an implantable pump for intractable spasticity. The patient had not been getting any therapy effect despite multiple dosing increases since implant in (B)(6) 2016. They had started at 30 mcg/day and gone as high as 1000 mcg/day with no results. At this point they started to decrease the dosing to see if it would elicit any withdrawal symptoms and there were none, the patient had been decreased gradually by 30% down to 400mcg/day which was the current dose and did not exhibit any withdrawal symptoms. A couple of weeks prior to this event report date, the managing doctor attempted a spiral CT with dye and was unable to aspirate any fluid from the catheter access port. On this report date, the patient was in the operating room having a possible catheter revision. The physician was going to check the catheter but also wanted to check the pump and was going to program a bolus after the catheter is disconnected to see if there was any fluid coming from the pump /catheter port. The health care professional was unsure if there has been any volume discrepancy at refills. The company representative later indicated that the catheter was replaced with an ascenda catheter since they had been unable to aspirate. The pump was re filled with 40mls of 2000 mcg/ml of gablofen, patient was started at 99.9 mcg/day. There was no volume discrepancy in the pump and no alarm s noted in the logs. Additional information was received from a device manufacturer representative (rep). The hcp attempted to draw back on the catheter via the catheter access port (cap), utilizing a cap kit. He also attempted to draw back when the catheter was disconnected from the pump, both with no success. The cap was also tested to ensure there was no occlusion at the cap. After replacing the catheter, the hcp was easily able to draw back cerebrospinal fluid (csf) with the catheter disconnected from the pump and when connected via the cap. The catheter was to be returned to the manufacturer for analysis. Additionally, the patient was doing well.

Manufacturer narrative:
The catheter was returned for analysis and no significant anomaly was found. The conclusion code no longer applies.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative . The returned product paperwork indicated that the drug in the pump was gablofen, 2000 mcg/ml at a concentration of 399 mcg/day. It was reported that the catheter was replaced on (B)(6) 2016 because the patient experienced a loss of therapy/never had a therapeutic affect with the drug. A (B)(6) study indicated that the catheter was not functioning, as they were unable to draw back on the catheter. It was thought that there was a possible catheter occlusion. The catheter was replaced because they could not get any cerebrospinal fluid (csf) to flow back from the catheter or cap. It was noted that the expected volume of drug in the pump was accurate. No injuries were reported and the patient recovered without sequela.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.